Event description:
It was reported that the lead exhibited oversensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was damaged and the sensing coil fractured at 33.0 cm from the connector pin due to clavicular crush. This would cause the reported sensing anomaly.